Event description:
It was reported that during a breast biopsy procedure very small fragmented samples were being received. There was no pt consequence reported. Case was completed using the unit.

Manufacturer narrative:
Date sent: 06/03/2008. Info not provided. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the dc adapter was the cause. To correct the customer's complaint the analysis site replaced the dc adapter. Per the service manual performed service tests, with no functional faults found. As part of the standard service process, replaced the muffler and applied dow corning lubricant to the dc motors. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.